Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, while suturing the suture sleeve to the left ventricular (lv) lead the suture sleeve broke into two parts. Sutures were placed over the suture sleeve to resolve the event. The patient was stable with no adverse consequences reported.